Event description:
MFR rep reported ipg and extension were removed in 2003 due to infection. The device was explanted but not returned to the MFR for analysis. A follow-up report will be sent when add'l info is rec'd.